Event description:
During shift check, the customer reported the display screen of the autopulse platform (sn (B)(4) intermittently does not illuminate, and when the display does not illuminate, the platform shuts down by itself. No patient involvement.

Manufacturer narrative:
The reported complaint that "the display screen of the autopulse platform (sn (B)(4) intermittently does not illuminate, and when the display does not illuminate, the platform shuts down by itself" was confirmed during functional testing. The root cause of the reported complaint was a processor board failure. During visual inspection, the front enclosure was observed to be cracked. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristic of user mishandling. The front enclosure was replaced to address the damage. Based on the archive review, no significant discrepancies were found. The autopulse platform failed the initial functional test due to the unit powering down on its own, thus, confirming the reported complaint. No error code was seen or recorded. The processor board was replaced to remedy the complaint. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries for 15 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).